Event description:
It was reported that the lead exhibited a sensing anomaly, possibly due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead had clavicular crush at 25 cm from the pin. All five proximal coil filars were fractured at 25 cm from the pin, which would cause the reported sensing anomaly. Both distal and proximal insulations were broken at 25 cm due to the proximal coil being crushed into them.